Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incisional hernia. The procedure performed was laparoscopy to repair ruptured mesh repair of incisional hernia with secondary open repair with second piece of mesh. (B)(6) 2008 - the patient underwent a previous surgical procedure for laparoscopic lysis of adhesions, laparoscopic repair of incisional herniorrhaphy with mesh. The patient experienced ruptured mesh, revision, removal, and recurrent hernia.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, infection, chronic pain, mesh migration, seroma, rupturing of mesh, bowel moved into mesh, emotional distress, mental anguish, and adhesions. Post-operative patient treatment included removal of mesh, revision surgery, hernia repair with new mesh, hospital stays, and medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a I ncisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, infection, chronic pain and mesh migration. Post-operative patient treatment included removal of mesh and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.